Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d1, d4, g3, g6, h2, h3, h6, h11. No product was returned for evaluation. Visual examination of the provided pictures identified the bearing and head implants covered in bio-debris. No further evaluation could be made from the provided pictures. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history identified additional similar complaints for the reported item. However, due to the lack of the lot number, an additional lot search could not be performed. An undated radiograph was provided and not submitted to mmi due to the inability to correlate the image with the allegation. Medical records were not provided. Based on the available information, the reported event cannot be confirmed a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent hip revision approximately 9 months post implantation due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4): d10: item # 110024462, g7 dual mobility liner 40mm d, lot # 66310817. Item # ep-200146, act artic e1 hip brg 28x40mm, lot # 66202328. Item # 110010243, g7 osseoti 3 hole shell 50mm d, lot # 7582177. G2: report source australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.